Event description:
It was reported that the pump was exhibiting system error primary audible and acu watchdog failure alarms. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3, e2, e3 are unknown at the time of reporting.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, a cracked top case, and contamination. Primary audible post' alarm was revealed in the device's event history log. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the inoperable speaker was the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2. Email is: (B)(6).